Manufacturer narrative:
The auto/manual cable kit was found to be the cause of the issue and was subsequently replaced.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed no report of patient involvement. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the bag to vent switch failure. There was no reported patient involvement.